Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post generator change, the patient's implantable cardioverter defibrillator (ICD) system was removed due to an infection. The physician suspected a pocket infection and cultures were taken. An implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.